Event description:
The iab was inserted into the pt on 2/10/97 and removed on 2/11/97 after iabp for 28.5 hrs. The iab did not malfunction. As a result of the event there was bleeding. (Event complications: there was bleeding-reported 2/21/97.) (Pt's current status: discharged-rpt'd 2/21/97.)